Manufacturer narrative:
An outside of the united states customer contacted a siemens customer care center (ccc) and reported a falsely elevated concentrated carbon dioxide (co2_c) result that was obtained on a patient sample on an advia chemistry xpt instrument. The quality control (qc) and calibration were acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse evaluated the aspiration performance of the wash up/down assembly (wud) nozzles and did not find a blockage. Then, the cse started a system shutdown wash and observed that the cuvettes started to overflow when aspirating on vacuum trap 1 (vtr1). The cse also observed a blockage in the elbow fitting of the vacuum out electronic valve 1 (voev1), which was restricting the vacuum and causing the cuvette overflow. Then, the cse drained the contaminated bath oil from the instrument and cleaned the build-up from around the reaction bath. The cse fitted a new rotary reaction vessel (rrv) oil filter and primed the instrument with fresh reaction bath oil. The cse also checked lamp energy and performed cell blank. Lastly, the cse ran qc, which recovered acceptably. The cause of the falsely elevated co2_c result is unknown. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
A falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an advia chemistry xpt instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result recovered lower than the erroneous result and was considered correct. There are no known reports of patient interventions or adverse health consequences due to the falsely elevated co2_c result.